Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left tube was perforated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("everything hurt"), adenomyosis ("adenomyosis") and ovarian cyst ("cyst on both of my ovaries"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, adenomyosis and ovarian cyst outcome was unknown and the pelvic pain had resolved. The reporter considered adenomyosis, fallopian tube perforation, ovarian cyst and pelvic pain to be related to essure. Concerning the injuries reported in this case the following were reported via social media- fallopian tube perforation, pelvic pain, adenomyosis, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left tube was perforated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("everything hurt"), adenomyosis ("adenomyosis") and ovarian cyst ("cyst on both of my ovaries"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, adenomyosis and ovarian cyst outcome was unknown and the pelvic pain had resolved. The reporter considered adenomyosis, fallopian tube perforation, ovarian cyst and pelvic pain to be related to essure. Concerning the injuries reported in this case the following were reported via social media- fallopian tube perforation, pelvic pain, adenomyosis, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.